Event description:
Reportable based on analysis completed on (B)(6)-2010: it was reported that while removing the device from the packaging prior to a percutaneous coronary intervention treatment procedure, a shaft kink was noted. The lesion was located in the left anterior descending artery. As the physician removed the 8mm x 1.50mm apex flex monorail balloon catheter from the packaging it was noted that the hypotube was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed that the hypotube was fractured.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the hypotube was kinked at various locations along its length. A break was noted in the hypotube at 23.4cm distal to the strain relief. Both sections of the break were held together by the outer sheath on the hypotube. An examination of the balloon found no issues. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)